Manufacturer narrative:
B5-per updated information the reporter stated that after post-operative appointment the vault was documented as the od 500um and the surgeon determined that medical intervention is not necessary at this time. Claim # (B)(4).

Manufacturer narrative:
Corrected data: h6: 1494- off-label use should be added for acd<3.00mm. Additional information: claim#: (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -8.50/2.5/090 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6)2022 as a replacement lens to address astigmatism (high cylinder power). It was reported that the problem resolved but for status of the eye (signs/symptoms) " low vault" was reported. If additional information is received a supplemental medwatch report will be submitted.